Event description:
Complainant alleged that during training by facility staff, the device displayed "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp. Has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.